Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: (B)(4). Concomitant medical products: unknown humeral component; unknown articulation kit. Report source: event occurred in (B)(6).

Event description:
It was reported that approximately 1 year post implantation, x-rays demonstrated loosening of the l ulnar component in zones 11, 17, 29, and 35. There is no known impact to the patient at this time or plans for intervention. These discrepancies were found upon drafting the annual study report for this patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of radiographs. A third party review of the x-rays identified thin periprosthetic lucency surrounding the proximal ulnar hardware component, most consistent with loosening. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.